Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing and sterilization records was not possible as no lot number was provided.

Event description:
It was reported to medtronic neurosurgery that the pt got meningitis after implantation of the valve. According to the report, a new strata valve was implanted. The report stated that the pt is currently okay.